Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported during ongoing use, the patient developed endocarditis; therefore, the pacemaker and the leads were extracted. It was indicated that the right ventricle (rv) lead, which had been positioned in the coronary sinus, was extracted easily. The right atrial (ra) lead; however, could not be entirely removed, and was temporarily capped off. It is intended to have the right atrial lead removed with the assistance of extraction tools on (B)(6) 2020. No further information has been received.